Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on (B)(6) 2022, they started to experience shocking on their left side going down their leg. Pt states the shocking did subside on it's own but they are still feeling numbness in their feet. Patient t inquired if the stimulator can cause nerve damage. Patient states they also have neuropathy so they weren't sure if it was related that or not. Patient states around the same time they've also experienced a return of symptoms and are no longer feeling stimulation. Patient states they have tried all 7 programs and increased as high as they can go but don't feel anything. Patient states they have not had any falls or trauma. Troubleshooting was unable to be performed as no further troubleshooting could be done that the patient hasn't already tried. During call, it was reviewed known adverse events to the therapy. The patient was redirected to their healthcare provider (hcp) to further address the issue. Furthermore, patient reports ever since they've had their current device implanted, it pokes out and causes pain. Patient states if they go to sit down, it makes their back hurt. Patient states they talked to their hcp about this and they stated it was no big deal and that it just needed time to settle in the pocket. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.